Event description:
On (B)(6) 2022 (B)(4) (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that patient reports that approximately 2+ years ago, she was riding an elevator with several other people. She was pushed up against the wall of the elevator and felt a "shocking sensation" that ran down her leg. She stated that after the incident she had issues with her stimulator and recharging. She hasn't had her stimulator charged in a couple years or more, according to her this morning. The rep attempted to interrogate the stimulator before the replacement and were unable to connect due to it being dead for so long. Stimulator was replaced today with another battery. Old stimulator was replaced with a new one. They were unable to interrogate prior to surgery in order to test leads. When the new stimulator was connected, impedances were checked and showed that one of the leads had all open electrodes while the other was all green. The leads were removed from the battery and placed into the other slot. The same lead still showed that all the electrodes were open while the other lead showed that all electrodes were ok to use. We were able to program the one lead and get coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech called and reported that pt stated they have a fractured lead. MRI tech reports that pt stated when their battery was replaced that they were not achieving stim on their right side. Pt stated that the managing physician "assumed they may have a fractured lead". MRI tech was not with patient and had no further information. Tss reviewed MRI guidelines.

Manufacturer narrative:
Product analysis #: (B)(4): analysis information: on (B)(6) 2022 12:19:00 cst pli#: 10, product ID#: 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead, product ID: 977a260, lot#serial#: (B)(6), product type: lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was in the or for a lead revision because she had issues with one of her leads. It was determined that the lead was broken and needed to be replaced. It was also noted by the surgeon that the other lead had been pulled down and was going to be replaced as well. The surgeon was successfully able to replace both leads. Impedances were tested and found to be wnl. The lead will not be returned, during the procedure the surgeon cut the lead. All components of the lead were removed.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.